Event description:
It was reported that the target lesion was located at the ostium of the right coronary artery (rca). The xience xpedition stent was advanced to the lesion without issue and was implanted successfully. During post-dilatation with an unspecified balloon, the stent became explanted and was lost in the patient. The explanted stent could not be located in the patient and no retrieval attempts were made. The procedure was concluded with no further treatment to the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.